Event description:
During an atrial fibrillation procedure, the workmate claris amplifier lost connection resulting in cancellation of the procedure. The connection could only be reestablished by restarting the amplifier. The procedure was abandoned, and the patient was in the room when the decision was made. These events occurred immediately after the system was moved into the new lab.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.